Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes memory loss , high current drain and output and telemetry anomalies.